Manufacturer narrative:
(B)(4).

Event description:
It was reported that event logs showed a motor stall occurred on (B)(6) 2014 and recovery occurred on (B)(6) 2014. Another motor stall occurred on (B)(6) 2014 with no recovery noted. The patient did not have an MRI. The patient did not hear any alarms from the pump. The patient began feeling sick with withdrawal symptoms on (B)(6) 2014. The patient went to the emergency room and was discharged on (B)(6) 2014. The patient's symptoms gradually got worse and the patient went to the clinic on (B)(6) 2014. It was noted that the dates of the stalls made sense with how the patient was feeling because the patient felt better and then started to felt sick again. The pump was used to deliver morphine. The patient status prior to the event, treatment, interventions, or outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l42499, implanted: (B)(6) 1997, product type: catheter. (B)(4).